Manufacturer narrative:
The apc applicator was returned and inspected. It was more than thee (3) years old. It appears that the tip of the applicator came off during sterilization due to the stress of reprocessing the worn out device. Per our notes on use for the apc applicator, the customer is to inspect and verify the functionality of the device after every reprocessing and prior to use. The account is being made aware of the findings. No trends have been identified with this situation. MFR is now closing this file.

Event description:
It was reported that after a hepatectomy, the clinician discovered that the ceramic tip of the apc applicator was missing. Therefore, an MRI was being done to determine if the tip was left in the surgical site. Note: the equipment was distributed by erbe electromedizin, our parent company, to a distributor in another country and subsequently to a another country hospital.